Manufacturer narrative:
The customer reported that the lcd is completely blank (black) on the bsm (bedside monitor) but the hard key buttons are still responsive. The biomedical engineer is requesting a replacement inverter board. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device not returned.

Event description:
The customer reported that the lcd is completely blank (black) on the bsm (bedside monitor) but the hard key buttons are still responsive. The biomedical engineer is requesting a replacement inverter board.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the lcd is completely blank (black) on the bsm (bedside monitor) but the hard key buttons are still responsive. The biomedical engineer requested a replacement inverter board. Customer was provided with part number for inverter board and transferred to customer service to order an inverter board. Followed up with customer. On (B)(6) 2015 customer called back and advised the inverter board fixed the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.